Manufacturer narrative:
On october 17, 2023, the mentor analysis lab received the suspect medical device for evaluation. On october 24, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing and microscopic examination of the device. During visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. A microscopic examination was performed, and the cause of the leakage could not be determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress.  Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 210cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during an in-office visit with a medical professional. Mammogram imaging was also conducted. As a result, the patient is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
On august 21, 2023, mentor completed a manufacturing record evaluation (mre) for lot 5983296. No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 26, 2023, mentor was notified that explantation surgery was rescheduled. The patient underwent bilateral breast implant removal and replacement on (B)(6) 2023. On october 12, 2023, mentor became aware that the patient underwent bilateral replacement with 210cc mentor smooth round high profile saline breast implants. Manufacturer¿s reference number: (B)(4).